Event description:
It was reported an error displayed. The error appeared during a visit to a patient. The programmer was not able to interrogate the ipg (implantable pulse generator). The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; system error found in the programmer error log; lem (link electronic module) printed circuit board assembly replaced to resolve error issue. (B)(4).